Event description:
The patient reported that her interstim device ws removed due to infection. Further info is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is rec'd or the device returned, a follow-up medwatch report will be sent.